Event description:
A customer contacted stryker to report that the magnet was missing from the device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the magnet was missing. After replacing the lid, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.